Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, from the patient. They stated, they had problems with their device. And were connected to patient services, where they inquired about follow up letters. No further device allegations were made.

Event description:
Additional information was received from a patient. The patient called and was speaking with healthcare it about their bluetooth connecting to a random roku tv that they claimed they never allowed and was concerned that malware was impacting the device and their programming . Healthcare it conferenced agent in to address the patient's compatibility concerns. Agent reviewed compatibility concerns with the patient and patient stated they were very concerned that malware could be messing with the external device. Healthcare it reviewed external device information with the patient . Patient wanted to know if their report was sent to the FDA. Agent confirmed with the patient this case was reported. Patient wanted to look the report up to see what was reported. Agent reviewed with the caller that agent would need to consult with the agent team to determine the information to give to the patient and the patient stated they would just research the report on their own on the FDA website as they felt that the FDA should be made aware that a random roku device had connected via bluetooth to their handset and could possibly be using malware to "mess with stuff". Agent advised the patient that their updated report about the roku device was going to be sent to the appropriate team to investigate further.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was having pain in the left hip and leg, as well as toe curl. Issue occurred 20-30 minutes prior to patient going to their hcp. Patient didn't report any falls/accidents or trauma. The patient noted that they were under a satellite. Agent redirected patient to hcp. Additional information was received from the patient. They reported that the device has been working fine, but yesterday it went haywire, and the patient couldn't get it turned off and that it was increasing intensity. Patient reported that they were doubled over in pain and went into the urologist office to get the device turned off. The patient reported that the hcp's at the office had trouble connecting to the device, and that it took almost 45 minutes to get it turned off. The patient also reported that the device's intensity increased so high that their toes were curling, and that nurses could see the pulses through the patient's skin. Patient reported that the ins should be turned off. However, now that they are home, they feel stimulation. Patient asked if the home security system or new satellite could be the issue, as patient mentioned that standing near the home security system box increases stimulation more intensely. Agent reviewed compatibility. Patient will follow-up with manufacturers. Patient was redirected to hcp to address symptom changes.